Event description:
Additional information was provided by the surgeon indicating the patient had a "small prosthesis in the mitral position," with a paravalvular leak. Therefore; a larger valve (25mj-501) was implanted along with a sjm aortic valve (21ahpj-505).